Event description:
It was reported that a spectrum pump had no audio output. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be an unsecured backflex. The back flex was secured properly with the audio functioning as expected.